Event description:
It was reported during a laparoscopic cholelcystectomy, the epigastric port leaked co2. At the end of the case while the surgeon was checking the abdomen with the scope, he found the white seal from the flapper valve in the pt. He removed the seal and closed the ports. There was no consequence to the pt.